Event description:
The customer reports the unit was not going up or down. This did not happen during a case. No patient involved.

Manufacturer narrative:
The service rep removed and replaced the lift motor ps3 power supply. System up/down travel verified. System operates as intended. System returned to service.